Event description:
It was originally reported the driver was found broken by a field rep during inspection of their instrumetns before a surgery and there had been no issues during a surgery. It was reported the surgery was completed using a different driver tip. This report is being submitted due to the device evaluation findings.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 80-4155 driver was returned for evaluation. The returned driver showed a visible, angled approximately 45-degree fracture plane relative to the driver's long axis. The fracture surfaces also appeared to follow a semi-spiral shape. A vertical fracture line a the base of a lobe valley and parallel to the driver's long axis was also observed. Both observations support characteristics of a torsional failure pattern in a brittle material. The identification of the tip fracture within the surgical case and tray limits observations helping identify the potential cause of the fracture. The broken of tip piece was not returned. This in combination with the device evaluation observations as well as additional factors present during screw insertion, inhibit a direct conclusion of the cause for each driver tip fracture.